Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite and stated that customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information will be obtained as this concluded philips remote support to the customer for this event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address postal: (B)(6).